Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 525 mg/dl. The customer did not mention any treatment related to high blood glucose level. The customer reported that they experienced thirst as a symptom related to high blood glucose level. The customer reported that the insulin pump had no delivery alarm. The customer reported that they changed the infusion set and they did not see the insulin coming out. The customer did not continue troubleshooting due to time constraints. The insulin pump will not be returned for analysis.